Event description:
It was reported to boston scientific corporation that an optiflo injection needle device was intended for use during a procedure. According to the complainant, during testing prior to the procedure, they were not able to get the medicine to come out of the needle. They were also unable to retract the needle. Another of the same type of device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that the inform meter had an area of melted plastic on it in the connector port area. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.